Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions. The freedom car charger will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4)

Event description:
The freedom car charger is component that enables the freedom driver to be plugged into a 12v vehicle power outlet. The customer, a syncardia certified hospital, reported that the patient's freedom car charger connector became unscrewed.

Manufacturer narrative:
The customer-reported issue concerning the freedom car charger coming unscrewed could not be confirmed during this investigation. Despite the image provided by the customer, which depicts the car charger in a state of disassembly, the car charger that was returned to syncardia for investigation was fully assembled. Visual and functional inspection of the unit identified no damage or abnormalities. Both, the driver-side and vehicle-side, connection plugs of the car charging cable were subjected to inspection and each was verified to be properly assembled. While the reported issue could not be confirmed by inspection of the returned unit, it should be noted that the car charger is a serviceable component that incorporates a fuse cap on the vehicle-side connection plug that is designed to be unscrewed to permit replacement of the internal 12v fuse. The fuse cap on the returned unit was checked during the investigation and not found to be loose or unscrewed. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.